Event description:
Situation involves the use of the secondary IV or transfer set (15 drop/ml set) used in the infusion of (1) chemotherapeutic drug (dtic) and again infusing (2) normal saline. The first instance a small chemotherapy spill was the result and was promptly cleaned up. The compromise in the sterility of the drug was a concern and resulted in the replacement of the drug before hanging. In the second instance the liter bag of saline was replaced and infusion started.